Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while preparing to open the product from the package, the helix of the lead tip was slightly protruding. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix found retracted and clean. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The cause of the reported event of helix mechanism issue was isolated to the overtorque inner coil. No other anomalies were seen.